Event description:
Boston scientific received information that during a routine implant procedure, this device was unable to be interrogated. The programmer was rebooted and the connections were checked. A second device was obtained and interrogated successfully. This device was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was returned in original packaging. Initial testing of the device determined there was insufficient device data to obtain battery status. The device displayed memory corruption during memory download and the model and serial numbers had to be entered manually. Device memory corruption due to exposure to cold could cause the device to enter into unknown state causing accelerated depletion of battery.